Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed that the device could not be interrogated and confirmed the reported backup operation. The root cause of the anomaly was low battery voltage. After replacing the battery, normal device characteristics were observed. The device exhibited normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 30 to 40 beats per minute. The device was unable to be interrogated and exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No other information was available.